Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), pulmonary embolism ('pulmonary embolism/blood clots') and thrombosis ('blood clots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pulmonary embolism (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant) and pelvic pain ("pain/ hurt so bad"). At the time of the report, the genital haemorrhage, pulmonary embolism, thrombosis and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, pulmonary embolism and thrombosis to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: genital hemorrhage, pulmonary embolism, thrombosis, pelvic pain.